Event description:
It was reported that during a coronary stent procedure, the stent dislodged. The physician was attempting direct stenting of the rca lesion. The physician was able to cross the lesion, however during positioning the vessel "spasmed down". The physician was unable to advance or withdraw the delivery/stent device from the vessel. It is believed that medication was given to relieve the spasm and the delivery/stent device as removed. It was noted after removal that the stent had dislodged. The stent was located in a branch of the axillary and deployed there. The target lesion was successfully stented. Patient status is listed as "okay". The physician did not feel that this incident was related to the device.